Manufacturer narrative:
A review of the vessel sealer extend events for the e-100 generator associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: "youre able to see the transition between erbe, e-100 and back to erbe again, as well as the duration of energy application and type of energy applied (seal or coag). However, I did not find anything that would indicate an instrument or generator error. No error logs were stored, and the impedance/grip position/grip torque/currents looked to be as expected. Most of the activations during the procedure were seal events, although there were some coag activations around 21:03 gmt. No data was stored for e-100 error codes, indicating no errors were stored during the procedure. Additionally, no data was stored for the e-100 power status, indicating the e-100 remained powered on throughout the whole procedure." A review of the site's system logs for the reported procedure date was conducted by a technical service engineer (tse) when the customer called for technical support. Investigation revealed the following possible related system errors: 25920 & 25913 - energy activation halted by equipment. On 23-oct-2020, a site history review was performed and no other complaints were found for this product. This complaint is being assessed as a reportable event because the vessel sealer extend instrument reportedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete.

Event description:
It was reported that during a total benign hysterectomy the customer had issues with the vessel sealer extend not cauterizing to the desired energy level. The customer switched to the erbe generator with the same vessel sealer extend and the issue was resolved. The procedure was completed with no patient harm. Intuitive surgical inc. (Isi) followed up with the clinical sales rep to confirm that the vessel sealer extend was working but not providing the desired cautery output on the e-100 generator. Using the same vessel sealer on the erbe generator resolved the output issues. There was no patient harm. There was no excessive bleeding that was not expected for this type of procedure and much less than 750 ml. Intuitive surgical inc. (Isi) followed up with the surgical staff to confirm that the vessel sealer was working and sealing properly. It was just the surgeon wanted to do sealing at a higher intensity. The sealing was adequate but not to the surgeon's desired expectations. There was no harm to the patient's tissue and the customer believed that the vessel sealer was not plugged in correctly which may have led to the issue. The customer did resolve the issue and was able to use the same vessel sealer and generator in subsequent procedures with no issue. There was no harm to the patient's tissue and no excessive bleeding.